Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin-I, stat high sensitive results for one patient when compared to results on another platform. The physician questioned the initial architect troponin-I, stat high sensitive result of 4.334 ng/ml (reference range 0 to 0.03 ng/ml). The patient has no other significant cardiac symptoms other than a slow heart rate and blocks shown on an EKG. The other test results were also negative. The clinical physician thought that the patient¿s hstni result was too high and inconsistent with clinical presentation. A new sample was drawn the next day and the architect troponin-I, stat high sensitive result was 5.385 ng/ml. The sample was repeated on the roche platform and the hstnt result was 0.124 ug/l (reference range <0.014 ug/l). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 38138ud01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on all reviewed data, we conclude that there is no product deficiency with the architect stat high sensitive troponin-I reagent identified in this complaint. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report. And field d4 catalog no and lot no were corrected.